Event description:
Complainant left a review on (B)(6) concerning potential false positive result of on/go covid-19 antigen self-test. The comment was "this happened to me and I came here to ask the question! Everyone in my household got sick and took a pcr, 5 people in total. All negative. I starting feeling sick, so I bought a take home test (on/go brand) and it came back positive. Went to a testing center the same day and took another rapid test, again positive, and a pcr test, that came back negative. Very confused how to interpret this. 6 people in my household test negative on pcr and two of my rapid tests came back positive. I am equally confused, do I believe the two positive rapid tests taken on the same day? Or do I believe the pcr test "gold standard" that I took the same day as my rapid tests that came back negative (not to mention everyone else in the family had negative pcr tests)? To be safe I treated it as positive but just confused." No adverse patient effects were reported.

Manufacturer narrative:
Considering symptomatic patients had positive results from on/go self-test at home and another antigen test at a testing center, pcr test might yield false negative results. We will further communicate with complainant to investigate facts and circumstances.